Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one side of the pigtail was split when opening the package.

Manufacturer narrative:
Received 1 inlay ureteral stent with the original unit packaging. Visual inspection noted that one of the pigtails appeared to be cracked. No pieces of the stent appeared to be missing. The stent was received out of its individual sealed polybag. The following functional evaluation was performed: use a 0.038 guidewire. Submerged the guidewire and stent in water to activate their coating slipped the guidewire through the stent. During the test there was no difficulty inserting the stent into the guidewire. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "¿ improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. ¿ exercise care. Tearing of the stent can be caused by sharp instruments. ¿ care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4).